Manufacturer narrative:
(B)(4). The lot 13m013 was manufactured november 7, 2013 ¿ november 8, 2013. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not returned; therefore, an evaluation could not be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A customer reported experiencing a no-flow during use of an intermate elastomeric device. This event occurred during patient use. There was no report of patient injury or medical intervention in association with this report. No additional information is available.

Manufacturer narrative:
(B)(4).the product code was updated upon the receipt of additional customer information. The updated lot number should be reflected as unknown, therefore no batch information could be obtained. Should additional relevant information become available, a supplemental report will be submitted.